Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event: drill bit fractured during the surgery on (B)(6) 2020 when the surgeon used a 4.3 mm drill bit to secure the ncb pp distal femur plate proximally. Surgeon inferred that the drill fracture was not related to device fatigue. Fractured drill bit remained in the femur as the surgeon was unwilling to retrieve. No relevant medical data has been received. No further due diligence required as all required information to support the conclusion is available or was already requested. Visual examination: no product was returned; therefore, visual and dimensional evaluation could not be performed. It is possible that the instrument was broken due to overload. The bone condition of the patient is also unknown. It can be the case that the patient has hard bone. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The ncb drill bit fractured during the surgery. Surgery was completed with another device.